Event description:
Pt experienced elevated blood glucose levels while wearing the I-port. On day 2 of device wear, the pt's blood glucose levels did not decrease following injections of insulin through the I-port, so pt was taken to the hospital. In the hospital, pt was treated with insulin administered through standard injections and given an IV drip. Pt stayed overnight in the hospital and then was released the following day. Caller did not claim any permanent effects from the adverse event.

Manufacturer narrative:
The I-port worn prior to admittance to the hospital was not available to return for evaluation and pt did not examine the device following removal; thus, it is inconclusive as to whether a device malfunction contributed to or caused the pt's elevated blood glucose levels. Manufacturer submitted the MDR following the expiration of the 30 day time frame. Manufacturer has addressed failure to comply with the FDA requirement in (B)(4).